Event description:
Potential for injury associated with a t4x22rda manual wheelchair with a frame that is broken at a weld. This event can cause the chair to become unstable and possibly collapse, injuring the user.